Event description:
In 2002, the patient reportedly was experiencing external headpiece retention problems. In 2003, the patient reportedly was seen at the center for evaluation. At that time, an appointment was scheduled with the implant surgeon for skin flap examination. The center scheduled flap revision surgery.